Event description:
Customer reported that her onetouch ultralink was having issues. The customer also reported having a low blood glucose of 39 mg/dl a few days prior. The customer was unsure why her blood glucose had dropped so low. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.